Event description:
My dentist is having me undergo clear aligner treatment to fix my dental bite to prevent a fracture of my bottom tooth from getting worse, and the fracture has now extended from halfway down my tooth to below the gumline after only 3 months of treatment. I may now have to undergo getting a crown, root canal, or extraction.